Event description:
It was reported that revision surgery was performed. Restricted range of motion, impaired function and night pain reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)